Manufacturer narrative:
(B)(4).

Event description:
Patient's nurse contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016 the patient's receiver was not showing trend lines. There was no report any injury or medical intervention. No additional even or patient information is available.